Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an over delivery of pressure to the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the adjustable pressure limit valve was closed and the manual bag filled up as the patient y connection was blocked off. This was the way the machine was left overnight and not in use. This is a user error. There was no reportable malfunction.